Event description:
It was reported the right atrial (ra) lead exhibited high thresholds and had a fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Implanted (B)(6) 2011 product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.